Event description:
It was reported that the patient had a revision of the implantable neurostimulator (ins) pocket on (B)(6) 2010. No further information was reported. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device went out of alignment and was sitting on the patient's sciatic nerve. The patient had to have surgery to reposition it.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4). Product type: programmer, patient: product ID 3889-28, lot# v457458, implanted: (B)(6) 2010. Product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).